Event description:
This pump did not alarm when it malfunctioned in the following manner: the rate and volume were entered and the unit was activated. The indicator on the front panel showed that the unit was pumping, however there was no fluid delivered. This can cause an injury to a pt not receiving medications as required. Rptr is requesting procedures to check the pumping mechanism. Rptr recommends that this type device has a sensor and alarm that verifies actual delivery of fluids when in use.